Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical tests. "Waiting for mobile view station (mvs) to initialize" message on pendant. Remains in this state. Replaced mvs interface cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs interface cable was returned to the manufacturer for analysis. Investigation confirmed reported problem. There was a broken cable wire (pin 1). The hardware investigation found that reported event was related to an electrical failure mode. Damaged connector had a broken wire. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that a radiologic technologist (rt) informed him that the mobile view station (mvs) and imaging system are not communicating. The rt tried to unplug/ replug the umbilical and reboot both systems with no change. He did not have any additional information. There was no patient present when this issue was identified.